Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Implant removed because patient suffered an infection in the joint of the shoulder.

Manufacturer narrative:
From the communicated elements, no analysis could be carried out because no sufficient information was provided ( no product returned, no batch number communicated). Depuy considers the investigation closed at this time. Additional information be received, the investigation will be re-opened.